Event description:
During an attempted forcep delivery, the bed moved despite the bed brakes being set. There was an unexpected fetal outcome and the need for infant resuscitation.

Manufacturer narrative:
The hill-rom field investigation indicated the teeth on the caster stern that maintains the caster in a stationary position when the brake function is engaged were worn. The hill-rom field technician replaced the casters. The hill-rom technician stated, the facility biomed performs and annual preventive maintenance on the bed ,only checking electrical functions and an electrical safety check. The facility could not provide documentation regarding their preventive maintenance for a function check of the caster tires and central brake and steer as outlined in the affinity bed service manual.